Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) was alarming "compressor needs service". There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3, b4, b5, g4, g7, h2, h6 (patient code), h10, h11. Corrected fields: d5. A getinge service territory manager (stm) reported that there was no patient involvement in this complaint.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon inspection by the stm, the issue was verified; the unit had system start up. The stm replaced the compressor and calibrated the regulators. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming that the "compressor needed service". The circumstance of the event and whether there was a patient involved is unknown; however; no adverse event was reported.